Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: total delamination of valve, one curved opening and creases. A leak test was performed which identified delamination and opening. A microscopic analysis was performed which identify: total delamination of valve, wear abrasion and one curved opening striated. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure and one opening striated assessed as surgical damage. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via a survey, reported right side deflation. Device has been explanted.